Event description:
It was reported that if the patient bent or tilted slightly their stimulation would go off. The patient had one setting that they used to stand and 1 setting for when they went to bed. If the patient bent slightly their stimulation would switch to the lying position. The patient wanted their device reprogrammed. These issues started a couple of weeks prior to the report. The patient had not had any falls or trauma. The patient had an appointment with their doctor the week after the report. The patient saw their doctor a month prior to the report and everything was fine then. It was further reported that the doctor was not aware of any device problems or symptom changes. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type, extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).